Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Explantation as the user's hearing declined.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. This is a final report.

Event description:
The user's hearing declined. He became cophotic and the device was no longer useful to him. The device was explanted.